Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between may 26-27, 2022. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it showed fluid inside the device's bladder which suggested a possible underinfusion may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion. After 1 day of infusion, the pump balloon did not completely empty at the time of disconnection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.